Event description:
It was reported the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. The organism was identified as methicillin sensitive staph aureus. The ipg system was explanted, and existing leadless implantable pulse generator (ipg) re-activated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5867as adaptor, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.